Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not oscillate, the bearing housing was unscrewed from the coupling pin, and the turn knob was jammed and would not operate the set screw. It was further observed that an unknown liquid was found internally, the o-rings were damaged, the bearings were worn, there were sharp edges on the turning knob and the bushing came loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and immersion. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing in the sterile processing department, it was discovered that the sagittal saw attachment device got stuck and was not rotating. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.